Manufacturer narrative:
A review of this case by boston scientific technical services (ts) noted that this patient may have idiopathic ventricular rhythm dissociated from atrial rhythm. Ts noted that in aai mode some ventricular sensing events fall into the blanking after atrial pacing and causes the mode to switch to secondary mode. Ts noted that in ddd operation, the ventricular rate is faster than the programmed lower rate limit and so the intrinsic ventricular beats marker as premature ventricular contractions reset the timing cycles and atrial pacing is inhibited. Ts noted that this is normal device operation as designed and programmed. Ts discussed troubleshooting and possible reprogramming for optimization for this patient. No further information was provided, the device remains implanted.

Event description:
Boston scientific received information that this patient felt dizzy after the implant procedure. Upon device interrogated it was noted that right atrial pauses were seen for greater than two seconds. Adverse patient effects were noted. The device was reprogrammed and at the next follow up a memory download will be performed. No additional adverse patient effects were reported.